Event description:
It was reported that device entrapment occurred. A 15mmx3.25mm wolverine coronary cutting balloon was selected for use in a severely calcified vessel. During the procedure, it was noted that the balloon got stuck with the guidewire. The catheter and the guidewire were removed as a single unit and the procedure was completed with another of the same device. No patient complications were reported.